Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "silicone migration, pain, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and capsular contracture, baker grade iii.

Event description:
Patient reported left side "severe rupture", "device exploded," "lumps discovered to be gel escaping out of the body," and "because of the pain, device removed. They felt like they were having a heart attack, that's how bad it was hurting." Additionally, healthcare professional reported capsular contracture, baker grade iii, "chest pain," and "breast pain." Patient also reported "sick as a freaking dog," "thyroid on fire," "horrible rashes all over their legs"; these are not device related. Healthcare professional also reported "fatigue, cold/heat intolerance, low libido, numbness/tingling, cold hands/feet, night sweats, hormone imbalance, sob, joint pain/soreness, brain fog/memory loss, leg swelling/pain, dry skin/mouth/eyes, breast fibroids, food allergies, panic attacks, significant weight gain/loss"; these are not device related. Device has been explanted and discarded after surgery.